Event description:
Event description cpi received information that this endotak down-sized lead (0125) had the rate sensing portion capped, and the shocking portion remains active, because the patient was receiving inappropriate shocks, the lead showed insulation defects. A ventricular sensing lead (intermedics) was added. The physician elected to remove the implantable cardioverter defibrillator (ICD) (1810) at the same procedure. Another (1810) was implanted. The ICD is not us market released and is involved in a advisory.